Event description:
Pt rerpoted obtaining a blood glucose results of 22 mg/dl, while using the suspect device. Based on this result, pt reportedly sought treatment - 5 hours later, at the hospital. Pt indicated that her blood glucose, when tested on a hosp. Device, measured 167 ,g/dl. No treatment was received and pt was released. Pt reportedly performed multiple back-to-back tests on the suspect device, 2 hours later, which results of 206 mg/dl, 129 mg/dl, 217 mg/dl, 131 mg/dl, "lo" (< 10 mg/dl), 217 mg/dl, and 213 mg/dl, no pt injury was reported. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.